Event description:
(B)(4). Reason for original complaint - litigation alleges patient had pain and high concentrations of various metallic elements after asr hip implant. Update (B)(4) 2013 -sales rep reported revision procedure. Part/lot were identified. Complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation. Update (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to metallosis, edema of the sheath, synovitis, a glassy subgluteal space indicating a vent, cloudy, yellowish fluid, inflammation, no bony ingrowth on the acetabular cup, and corrosion on the trunnion. Femoral head and femoral stem added to the complaint. The complaint was updated on (B)(4) 2013.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other related incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.